Event description:
Boston scientific received information that the patient with this right ventricular lead and non-boston scientific device was hospitalized due to receiving inappropriate shocks. One shock reportedly induced ventricular fibrillation and external defibrillation was required. This lead displayed high out of range shock impedance measurements. In addition, abnormal pacing impedance measurements were displayed. After the external defibrillation, the device electrograms could not be retrieved. A decision was made to replace this lead. During the procedure, the locking stylet had passed down the lead to the shock coil and could not be advanced further. The lead was removed and returned for analysis. No further patient symptoms were reported.

Manufacturer narrative:
Upon receipt, visual inspection revealed four lead segments were returned. Some portions of the lead were not returned. Cuts were noted in the insulation and the lead had been severed in the field. Body and blood products were noted throughout the leads lumen. The rate/sense conductor coil appeared stretched in the tip segment of the lead and the end protruded out through an insulation hole. Deformed conductor coils were noted on two segments. Calcification and tissue were noted on the distal spring electrode and tip insulation. Analysis determined the returned lead segments were electrically continuous. Analysis could not perform additional analysis due to the lead damage and due to only portions of the lead returned.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.